Manufacturer narrative:
No device analysis results are available as the device was not returned for evaluation. The following event could not be conclusively determined to be in relation to the cardiomems device or procedure.

Event description:
Other related MFR report numbers are: 3004936110-2019-00444, 3004936110-2019-00446, 3004936110-2019-00601, 3004936110-2019-00602, 3004936110-2019-00611, 3004936110-2019-00637, 3004936110-2019-00638, 3004936110-2019-00639, 3004936110-2019-00640, 3004936110-2019-00642, 3004936110-2019-00643. One case of patient death within 30 days of implant reported in association with a cmems sensor from the literature article below. Measures of procedure safety were in-hospital and 30-day mortality and implant complications, including access site hematoma, pneumothorax, pa injury/hemoptysis, and inability to deploy device....complications, including one case of hematoma and 4 cases of mild hemoptysis, and 30-day mortality (2%¿3%) did not differ between groups." The patient died pod (post operative day) 16 due to cholecystitis and sepsis. Further information was requested and not available per the research team involved with said article. Internal jugular vein as alternative access for implantation of a wireless pulmonary artery pressure sensor. Publication info: circulation. Heart failure 12.8: e006060. Nlm (medline). (Aug 1, 2019).